Event description:
The user reported that the battery did not have sufficient capacity to charge the defibrillator. There was no pt involved. The battery (which was past the expiration date) did have low capacity, but not sufficiently low to cause the problem. Further analysis revealed a failed crystal (c1) on assembly 590153. There was no obvious cause of the crystal failure, but the failure of 18 year old crystal is not totally unexpected. The event is not occurring more frequently or with greater severity than is usual for the device.